Event description:
It was reported that the 9800 system will shut off by itself. It was also noted that the system has a tear on the power cable. There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the power calbe. The system was tested and found to be working as intended and placed back into service.